Manufacturer narrative:
MDR was filed reporting that the customer observed elevated ca 19-9 results on the advia centaur cp and the advia centaur xp compared to two alternate methods. Additional information - may 17, 2019: the customer provided the diluted results for this sample on the advia centaur cp ca 19-9. The results were 273.76(1:2), 315.68(1:4) and 403.04(1:8). Non-linear dilutions are consistent with potential heterophilic antibody interference. Siemens is not able to confirm heterophilic interference because the sample cannot be returned for analysis. The limitations section of the instructions for use states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." No further investigation is required. MDR and MDR supplemental 1 were filed for advia centaur cp ca 19-9 result 465.76 u/ml MDR 1219913-2019-00069 and MDR 1219913-2019-00069 supplemental 1 were filed for advia centaur xp ca 19-9 result 421.86 u/ml.

Manufacturer narrative:
Siemens is investigating the cause of the discordant advia centaur cp and advia centaur xp ca 19-9 results. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2019-00068 is filed for advia centaur cp ca 19-9 result 465.76 u/ml MDR 1219913-2019-00069 is filed for advia centaur xp ca 19-9 result 421.86 u/ml

Event description:
Customer observed elevated ca 19-9 results on the advia centaur cp and the advia centaur xp compared to two alternate methods. The physician questioned the results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp and advia centaur xp ca 19-9 results.